Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04801. It was reported the pt was unable to increase the amplitude of the system using the programmer. It was determined the pt had invalid contacts. Follow up identified the physician replaced the ipg, and planned to replace the lead at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.